Event description:
It was reported that ten false positive results were produced by the bd bactec¿ fx, instrument bottom, packaged. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "10 false positives from drawer d"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten false positive results were produced by the bd bactec¿ fx, instrument bottom, packaged. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "10 false positives from drawer d"

Manufacturer narrative:
H.6: investigation summary: customer reported "false positives" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Bd service made many attempts to communicate with the customer to obtain the log files. However, the customer denied providing the log file to proceed with the false positive investigation. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.